Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had frequently no or intermittent response by button press (act button). Customer's blood glucose level was 12 mmol/l. Pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Issue occurred during normal use. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board power connector. No keypad anomaly could be verified due to the blank display. No moisture damage was noted on the keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.